Event description:
(B)(6) post market clinical study. It was reported that left bundle branch block (lbbb) occurred. The subject was enrolled into the reprise IV study and the index procedure was performed on the same day (main cohort). Prior to the index procedure, heparin and other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The subject did not receive loading doses of antiplatelet medications. A lotus introducer was placed and a 25 mm lotus edge valve was implanted. There was correct positioning of the 25 mm lotus edge valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On the same day, post index procedure, the subject developed lbbb. Three (3) days post index procedure, the subject was discharged home.